Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per tandem's user guide: do not remove or add insulin from a filled cartridge after it is installed on the pump. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was 153 mg/dl. The customer declined tandem technical support's advise to load a new cartridge. Reportedly, the customer was able to reload an old cartridge successfully, and resumed insulin.